Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise leading to inappropriate automatic mode switch. No device intervention was performed and the patient will be monitored. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed the right atrial lead exhibited inappropriate automatic mode switch episodes due to oversensing of noise. No device intervention was performed. The patient was stable.